Manufacturer narrative:
The event reported in this case did not report what nasopore product was used. The product was not available for evaluation. A product malfunction/deficiency was undetermined due to the limited information available. Attempts to get additional information on this event were unsuccessful. Due to the limited information it is not possible to determine if the stryker product contributed to the reported event. The event did not involve a product problem indicating a non conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported by a patient post surgery that the patient reported difficulties. It was further reported that the alleged difficulties include aesthetic changes due to threads being tied too tightly and vision issues. No further information was available.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product was used in patient.

Event description:
It was reported by a patient post surgery that the patient reported difficulties. It was further reported difficulties include aesthetic changes due to threads being tied too tightly and vision issues. No further information was available.